Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR 2134265-2017-01832. It was further reported that this was noted immediately before the procedure, outside the patient's body. The procedure was not performed due to device malfunction.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During procedure, it was noted that the device was not turning on and not counting speed. In addition, the speed was kept at a low spin. The procedure was not completed due to this event. No patient complications were reported and the patient was eventually discharged.